Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 product has not been returned. No product evaluation was able to be completed. It was reported that a patient experienced scar tissue resulting in dislocation of the shoulder joint due to chronic flail arm syndrome (fas). Fas occurs from chronic weakness and muscle atrophy, often due to underlying comorbid conditions or neurological disorders that prevent full arm movement and muscle strengthening. Scar tissue then develops as the body attempts to heal and repair the joint; however, the joint may repair in a position that is not anatomically aligned leading to recurrent dislocation. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and improper mobility. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As the complaint indicates, the patient experienced a sequence of events including scar tissue build up and dislocation as the result of chronic flail arm syndrome. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty twenty-eight (28) days ago. Subsequently, three (3) days after their initial surgery the patient was revised due to the implants dislocating.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031427, standard 40mm diameter bearing; lot#: 66747299. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned by the hospital. H6: component codes: mechanical (g04)- head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.